Manufacturer narrative:
H10: additional information in d4, d10, h4. Results of investigation: the device, used in treatment, were returned for evaluation. A visual inspection was conducted and confirms the device tip broken off. The broken piece was returned with the device. This device shows signs of significant wear/use. The device was manufactured in 2016. A medical investigation was conducted and this case reports the shaft of the reamer broke during use. Per complaint details, the procedure was completed using a backup device without any delay or patient injury. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the reamer broke while reaming the acetabulum. No delay reported. No patient injuries reported. An s&n backup was available.